Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device's battery does not charge. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca. Upon further investigation, it was determined that the processor pca was not at fault but rather the therapy pca was defective and needed to be replaced. The therapy pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, no fault was found with the therapy pca and the reported issue could not be verified or duplicated. Following the conclusion of the on site investigation, it was reported that this was a malfunction of the therapy pca. The therapy pca was replaced to resolve the reported issue and the device remained at the customer site. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The therapy pca was found to be fully functional and a cause for the originally reported issue could not be determined. No further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery does not charge. There was no patient involvement.